Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: up1a.231005. 007.s928usqs3axi1 hardware: sm-s928u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; the patient noticed that the pink slide did not move forward and did not feel the pinch of the needle going into his skin. This indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod arrived not deployed. A rotational sensor malfunction was observed. First prime ended prematurely, lasting 21 pulses. After the completion of second prime, the ratchet did not advance enough for the firing flat and release bar to align, preventing the needle mechanism from deploying as intended. Contamination was observed on the commutator cap, but the device was unable to replicate the rotational sensor malfunction during investigation. It can be confirmed that the rotational sensor malfunction prevented the pod from deploying as intended, but it could not be confirmed if the commutator cap contamination directly contributed to the rotational sensor malfunction.